Event description:
This rv lead was implanted on (B)(6) 2008, and remains implanted at this time. A call was placed to technical services on (B)(6) 2016, stating that there are number of events some with treatment, emi noise on both a and v channels on (B)(6) 2016. Patient got 2 shocks in one episode. Subsequentaly has had non-sustained episodes without noise. Rv pace impedance is now 2351 ohms and was greater than 2500 at last check. Rv threshold has increased from 0.9 to 2.6 since last follow up. The physician was dr. (B)(6) at (B)(6) medical center (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).